Manufacturer narrative:
Bsc aware date corrected from 02/28/2021 to 02/27/2021. (B3) date of event corrected from (B)(6) 2021 to (B)(6) 2021.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified left coronary artery. A 2.50 x 20 synergy drug-eluting stent was advanced but encountered difficulty to pass through the guide catheter. Upon removal of the device, it was noticed that the stent struts were lifted. The procedure was completed with another of same device. No patient complications were reported. It was further reported that target lesion has a 70% stenosis and the lesion was pre-dilation with a balloon.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified left coronary artery. A 2.50 x 20 synergy drug-eluting stent was advanced but encountered difficulty to pass through the guide catheter. Upon removal of the device, it was noticed that the stent struts were lifted. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the target lesion had 70% stenosis and the lesion was pre-dilated with a balloon.

Manufacturer narrative:
Bsc aware date corrected from (B)(6) 2021 to (B)(6) 2021. B3. Date of event corrected from (B)(6) 2021 to (B)(6) 2021. Device evaluated by MFR.: a synergy ous mr 2.50 x 20 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a test guidewire. The device was loaded through a test 5f guidecatheter. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified left coronary artery. A 2.50 x 20 synergy drug-eluting stent was advanced but encountered difficulty to pass through the guide catheter. Upon removal of the device, it was noticed that the stent struts were lifted. The procedure was completed with another of same device. No patient comploications were reported.